Event description:
It was reported that during placement of the impella device, there was extreme difficulty passing wires and catheters through the anastamosis. As a result, the device was removed and the graft was un-tunneled. Another attempt was made for placement but there was still difficulty crossing the valve. Propofol was used to lubricate and the impella was placed without issue.

Manufacturer narrative:
The investigation for the reported delivery issues and ectopy has been completed. The device was not returned, however, clinical information was sufficient to determine the root cause. According to clinical details, there was difficulty crossing the anastamosis and the valve, but once in optimal positioning, there was still some ectopy. The root cause of the delivery issue and the ectopy was due to patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 67-year-old male was presented for impella 5.5 placement. Following implant, it was documented that the patient experienced significant ectopy as support levels were increase to higher levels. The pump was verified to be in an optimal position, but the issue persisted. The patient was given epinephrine, vasopressin, methylene blue and calcium throughout the procedure. A manageable support level was eventually established with the implanted pump.

Manufacturer narrative:
In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.